Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported upon turning on the device, the screen turned blue. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.